Manufacturer narrative:
Date of event is approximate. The complaint was received from a consumer in united kingdom.

Event description:
A consumer reported that the diamondclean power toothbrush metal shaft detached in their mouth during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00096 submitted on 07/22/2022 can be removed. Product was returned for investigation. The cause of the customer's complaint was a failed shaft press fit.

Event description:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Product was returned for investigation. The cause of the customers complaint is a failed shaft press fit.